Event description:
It was reported that the handpiece was high impedance (>50). The generator did not respond with error codes when tested. There was no pt involvement.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave a solid tone. The device was tested for impedance and the test was aborted by the system. Additionally, the hand piece no longer meets specs for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.